Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in the or for lead replacement due to electrical measurements anomaly. High pacing lead impedance, increased capture threshold and externalized conductors were observed. The lead was capped and replaced.